Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges sinusitis and gets a blood on his nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges sinusitis and gets a blood on his nose. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Based on the information available at this time of investigation, it was found that the reported allegation of sinusitis and gets a blood on his nose was against a device which is not part of the recall. The device was returned for lab investigation by pil, during the external and internal investigation it is observed that pil was able to confirm the device powers on and provides airflow with the tubing and heater plate heating up. 0 errors were logged. A dust like contaminate along with hairlike fibers on top enclosure, iso port, and the heater plate. The ui bezel has a dust like contaminate along with an unknown dark contaminate. A dust like contaminate also on the water tank lid, water tank seal, water tank, center enclosure, blower motor, blower box, and the bottom enclosure. The device was returned without the power supply and power cord. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. While using the asl (active servo lung) with the ds2, the temperature test consisted of recording the surface temperature of the base using an infrared thermometer. A thermocouple, using an omega thermometer, was attached to the heater plate. Both temperatures were recorded every 15 minutes. These tests were performed with water in the water tank and with a pil supplied 6 foot tube (15mm) with the heat level of the humidifier set to the max level of 5. The pressure setting on the device was set to 20.0cmh2o. The base max temperature recorded was 29.0c and was within the platform (outside enclosure surface) temperature specifications per prd2300232 v.17. The heater plate max temperature recorded was 44.8c and is within lbl 1143533 v.02 specification. Pil was not able to confirm the complaint of the device is too hot or address the specified symptom. The results of this investigation do not impact the calculated risks as outlined in ER-2233162b v.13. The device was scrapped. There was no thermal product problems discovered and there was no reportable product malfunctions reported in the evaluation. There was no patient harm or injury associated with this complaint and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.